Event description:
It was reported that the micro oscillating saw with xl blade mount overheated and ran without user activation during a procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly for visual examination, the bearings were found to be gritty and corrosion was discovered inside the motor. In addition, the housing and adaptor were worn.